Manufacturer narrative:
Analysis found the device with a broken muting detector jack and scratched touchscreen which affected "touch" input. The audio board and touchscreen were replaced. The software was upgraded to current specifications. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the mainframe was not working properly. There was no known patient impact reported.